Event description:
The pt suffered a minor burn from the cautery device.

Manufacturer narrative:
It was reported that the surgeon was making an incision during a breast augmentation and the pt sustained a minor burn near the incision. The burn was treated with an otc antibiotic ointment which is their routine post op incision care. The cautery tip and cautery pencil were returned and evaluated. There were no visual defects or damage identified. The device was tested in cut and coag modes and performed as intended. No mfg defect was identified. A root cause has not been confirmed.